Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual examination showed that the silicone segment tubing had a slight bulge, discoloration, and was weakened near its upper portion just below the upper fitment. Functional and pressure testing was unable to replicate the ballooning. The root cause of ballooning silicone segment could not be determined.

Event description:
The customer reported that the user noticed a bulge in the silicone segment while infusing normal saline. There was no report of patient harm. The IV was in use for less than 24 hours.